Event description:
Olympus medical systems corp. (Omsc) was informed by the facility that during a procedure using the subject device the following event occurred. When the clip was attached and the clip was opened while protruding from the tip of the endoscope, the tip of the coil sheath of the device was broken off. The fragment was retrieved from the patient. The intended procedure was completed with another device. There was no patient injury reported.

Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The coil sheath was broken at about 55 mm from the distal end. The investigation was carried out to confirm the broken portion. No discoloration due to corrosion etc. Could be confirmed. However, it was confirmed that the coil sheath was deformed due to the bending load. The coil on the distal side of the broken coil sheath was not displaced or bent. There were no abnormalities such as bending of the operation wire. Other abnormalities that could lead to the breakage of the coil sheath were not confirmed. The manufacturing record was reviewed and found no irregularities. From an investigation result of the subject device, it is presumed that a strong bending load was applied to the tip of the coil sheath when it was inserted into an endoscope, causing a crack in the tip of the coil sheath and breaking it. The following handling can be considered as the cause of the crack caused by the strong bending load, but it was not possible to identify when and how the load was applied. *when inserting into the endoscope, it was inclined to the biopsy valve. *the insertion of the device was performed when it was difficult to insert into the endoscope because the angle of the endoscope was too tight. From lot number 54k (manufactured in april 2015), it is estimated that it has been used for a long time. Therefore, it is presumed that the product deteriorated and broke (the product life was reached) due to bending load such as when the endoscope was inserted and removed after repeated use for many years. The above device handling has warned in the instruction manual.

Manufacturer narrative:
This supplemental report is being submitted to withdraw MFR report #8010047-2021-08106. Olympus medical systems corp. (Omsc) concluded that there was no MDR reportable malfunction or adverse event.